Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the rv (right ventricular) setscrew would not tighten down onto the lead. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.